Event description:
The customer reported that during a routine check before initiating therapy on a pt, the unit displayed an "electrical test fails, code #50" message upon power-up. The pt was switched to another unit and therapy was initiated.